Event description:
It was reported that during a lap hysterectomy procedure, the surgeon has started the procedure and after a few bites of tissue the tissue pad fell off and fell into the patient through the trocar. The device became hot several inches above the shaft and caused the trocar to melt a small amount. They had to pull the trocar out and replace it. They used another like device and then this tissue pad melted but did not fall into the patient. They then used a ligature device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The analysis results found that the device a was returned with excessive fluids and dried tissue and with the tissue pad melted and partially detached. The device was tested with a test handpiece and generator and the device did activate. No thermal issues were noted during inspection. It is recommended that the clamp arm be cleaned to avoid tissue build up. However, excessive dried body fluids in the clamp arm interface could contribute to the overheating of the instrument's shaft. The analysis results found that the device b was returned with the tissue pad melted and partially detached. The device was tested with a test handpiece and generator and the device did activate. Based on the condition of the tissue pads, a possible cause for the tissue pad damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Device b: (B)(4), mfg date 6/18/2010, exp date 5/18/2015.